Event description:
Report: (B)(4): llt codes: 10069327: product quality issue I narrative: sensor has not been working properly-"signal lost, not reading" changed 1/20, 1/24, 1/25, 1/26 and again 1/30- called company who attempted to trouble shoot with nursing, unable to resolve. Nursing were told to change sensor again, stating it may have just been a bad batch. Lot number and unique device identifiers match recall, however serial numbers do not. Lot 1268143. Pt code: 4582. Device codes: 2917, 1535,1420. Reference reports: mw5183518, mw5183519, mw5183520, mw5183522.